Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The swollen battery was identified in both visual inspection and functional testing. Therefore, the reported issue was verified through sample evaluation. To correct the condition, the battery was replaced. The device was serviced to meet functional specifications. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen battery. No additional information is available.